Event description:
Two 3m versaflo papr hoses sustained a small tear at the base of the hose. On 2 different occasions in the last several days, staff noticed small holes when cleaning the hoses after use. Three new 3m papr kits were placed into hospital circulation on (B)(6) 2020 and papr's have been used at a much higher frequency due to the covid pandemic. FDA safety report ID # (B)(4).